Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings:pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad and from case seal traveling to grip pad. Bolus button cover is torn- still operable. Dim display- letters have a red hue.. Battery cap threads are stripped and cap is unable to fit to returned pump or a test pump. Test cap was able to fit for testing.